Manufacturer narrative:
Additional information was received that one of the patient's ipg was not charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had difficulty communicating the remote control to the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110 serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information as received that the patient underwent a revision procedure wherein the two ipgs were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.